Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "primary surgery with t2a-gt was performed on a patient with a femoral trochanteric fracture on (B)(6) 2024. The patient was admitted again because of a nail fracture on (B)(6) 2025. A revision surgery is scheduled on (B)(6) 2025 to insert a t2a-pf nail after removal of the fractured nail."

Manufacturer narrative:
The reported event could be confirmed with the provided x ray images in which we can see that the implant nail is broken. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Hcp opinion on the received x-ray images: "little information is provided besides the x-rays. The nail broke approximately 6 months after implantation. The first x-ray (direct post-operative) show a (mal-) reduced fracture where there seems to be a significant fracture still. Unfortunately we only have one direction. The second x-ray shows the broken nail, and little to no signs of consolidation over time. Even though it is just 6 months bone healing is not happening, which could be related to the large fracture gap, the subsequent continuous movement in the fracture parts probably contributed to the failure of the nail because of metal fatigue. The general conclusion applies here: based on the provided information, the root cause of the reported event is multifactorial: the location of the fracture and the technical aspects of the surgical procedure contributed to the event. Furthermore, patient activity levels post-op may also have contributed to an inadequate load distribution and therefore, the breakage of the implants." Based on the hcp opinion on the provided x-rays, the root cause of the reported event is multifactorial as stated above. There are no signs of bone healing in the received x-rays which could be related to the large fracture gap. Patient activity levels post-op may also have contributed to an inadequate load distribution and the subsequent continuous movement in the fracture parts probably contributed to the failure of the nail because of metal fatigue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "primary surgery with t2a-gt was performed on a patient with a femoral trochanteric fracture on (B)(6) 2024. The patient was admitted again because of a nail fracture on (B)(6) 2025. A revision surgery is scheduled on (B)(6) 2025 to insert a t2a-pf nail after removal of the fractured nail."